Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 13mar2023: placement of zta-p-30-201-w1 had no problem, but zta-p-36-209-w1 would not had been shaped of a form along with the bent of the arch aorta so had made a gap between zta-p-30-201-w1 and zta-p-36-209-w1. It was zta-p-36-209-w1 which had a endoleak factor.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a 59-year-old male patient with an abdominal artificial vessel and an arch aorta artificial vessel underwent thoracic endo vascular aortic repair (tevar) on (B)(6) 2022 for treatment of a dissecting aneurysm of aorta. First the user attempted to place zta-pt-32-28-201-w1 but it could not pass the anastomotic part with the arch aorta artificial vessel ((B)(4)). Therefore, the user selected smaller size (zta-p-30-201-w1) instead to complete the procedure and placed zta-p-36-209-w1 (complaint device) distally. After the procedure, an endoleak type iiia was observed at the connecting site between zta-p-30-201-w1 and zta-p-36-209-w1 by angiography. The overlap length was 50mm. It was reported that the placement plan was long covering plan, and the aorta was bent at the connecting site (45 degrees angle) so long enough overlap could not be ensured. The user thought the endoleak was resolved by ballooning but it would not, so the psysician additionally placed zta-de-38-91-w1 to reinforce the connecting site. Then the endoleak was resolved ((B)(4), FDA mfg report # 3002808486-2023-00056). Review of the device history record gave no indication of the device being produced out of specification. Per the instructions for use, the minimum required amount of overlap between devices is three stents. Less than a three-stent overlap may result in endoleak (with or without component separation). Furthermore, the instructions for use states that no localized angulation should be larger than 45 degrees. In this incident the overlap was 50 mm corresponding to approximately 2 stents. No images were provided. Based on the information available in this complaint it is possible that the short overlap as well as patient anatomy contributed to the event. It is noticed that zta devices were used for treatment of dissection, which is outside the intended use. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the user approached from left femoral artery, and attempted to place zta-pt-32-28-201-w1 for the dissecting aneurysm of aorta at the descending artery from the arch aorta artificial vessel, and extend to place zta-p-36-209-w1 from zta-pt-32-28-201-w1. Although the delivery system could pass previous implanted abdominal artificial vessel without problem, it couldn't pass the anastomotic part with the arch aorta artificial vessel. Therefore the user selected smaller size (zta-p-30-201-w1) instead to complete the procedure and placed zta-p-36-209-w1 at distal. After the procedure, an endoleak type iiia was observed at the connecting site between zta-p-30-201-w1 and zta-p-36-209-w1 by angiography. The overlap length was 50mm. The user thought endoleak was resolved by ballooning but it wouldn't, so he additionally placed zta-de-38-91-w1 to reinforce the connecting site. Then the endoleak was resolved. Patient outcome: the complainant did not report any adverse effects to the patient due to this occurrence.